Event description:
Customer reportedly obtained results of 147 mg/dl, 116mg/dl, 114 mg/dl, 128 mg/dl, and 215 mg/dl on the compact plus system within 10 minutes. No treatment info provided. No adverse event reported. The suspect product was not returned to the MFR for eval.